Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that after cardiomems deployment and before calibration, the patient coughed one time and hemoptysis was noted. The patient developed shortness of breath and was intubated and transferred to the intensive care unit. An attempt was made to calibrate the sensor in the intensive care unit, but it was not successful. The wires used for implant would not be returned. The patient had received 4000 units of heparin an hour before hemoptysis was noted. The patient was in stable condition, but remained hospitalized. A venogram and three diagnostic bronchoscopies were performed on the patient. Pleurodesis was attempted in relation to this event, as well as placement of an inferior vena cava filter using ultrasound for guidance. The patient expired on (B)(6) 2020, due to hypoxic respiratory failure.